Event description:
A reporter called to report the adverse effects she has been experiencing when using dexcom g6 sensors. The reporter said she has horrible skin rash, itchy, stretched, and painful on 2 different locations of her body. She went on saying that she has been using dexcom sensors for the past 5 months. However, she just started having issues with the last 2 sensors starting (B)(6) 2022.